Event description:
It was reported that during a procedure to treat a lesion in the left common iliac artery with heavy calcification and moderate tortuosity, a 8x29x80 otw omnilink elite vascular peripheral stent system was advanced via direct stenting past the target lesion with no resistance noted. Reportedly, when pulling the stent system back into the target lesion to try and position the stent system, some resistance was noted and the stent dislodged. The stent system was withdrawn from the patient anatomy and a 3.0 mm balloon was advanced and inflated inside of the dislodged stent to deploy the stent at an unintended site in the left exertnal iliac. A new stent was implanted to successfully treat the target lesion in the left common iliac artery. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - no pre-dilatation.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.